Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge fell in the patient. This was not noticed until two weeks later when the patient was brought in for an endometriosis procedure. During the endometriosis procedure, the ob/gyn surgeon found the cartridge in the abdomen and the cartridge was removed. The cartridge color was unknown. The status of the patient is unknown. The stapler and cartridge were discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what was the staple formation like in the original procedure? Was there any issues loading the cartridge? Was the cartridge stuck to the tissue? Were there staples still in the cartridge? How many firings in original procedure? What color cartridge? Is it an entire cartridge? Is the cartridge available for analysis?